Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient received the following results on the inform system within 10 minutes while using comfort curve test strips: hi (greater than 600 mg/dl), 280 mg/dl, 529 mg/dl, 348 mg/dl, and 221 mg/dl. Hi, 245 mg/dl, and 220 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.